Manufacturer narrative:
Product ID, 8598a lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter product ID, 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient complained of no pain relief, saying that she had not had pain relief for a very long time, if ever. The patient had no signs or symptoms of withdrawal. The physician opted to not do any diagnostics, but replaced the catheter entirely. A catheter issue was noted. The patient was hospitalized. The patient status at the time of the report was noted to be alive - no injury/no adverse event. The pump was being used to deliver infumorph.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was 'feeling bad all over' when the event occurred. The reporter indicated the cause of the issue was unknown but the entire catheter was replaced and the patient 'still hurts.' The pump was delivering morphine 25mg/ml at 1.65mg/day.